Manufacturer narrative:
E1 initial reporter's address: (B)(6).

Event description:
It was reported that a dissection occurred. A 2.75 x 48mm synergy was selected to treat the target lesion located in the left anterior descending (lad) artery. After deployment of a 2.75 x 48mm synergy, a proximal edge dissection was noted. The patient experienced limited flow. The dissection was covered with another stent (p. Elite 2.5*16) and the procedure was completed successfully. The patient fully recovered and was stable post procedure. It was further reported that the 90% stenosed and moderately tortuous and moderately calcified lesion was pre dilated with a 2.5 x 12 semi compliant balloon. The 2.75 x 48mm synergy was deployed at 11 atm. A 2.75 x 12 non-compliant balloon was used to post dilate the stent.

Manufacturer narrative:
E1 initial reporter's address: (B)(6).

Event description:
It was reported that a dissection occurred. A 2.75 x 48 mm synergy was selected to treat the target lesion located in the proximal left anterior descending (lad) artery. After post dilation of the 2.75 x 48 mm synergy, a proximal edge dissection was noted. The patient experienced limited flow. The dissection was covered with a 2.50 x 16 mm promus elite and the procedure was completed successfully. The patient fully recovered and was stable post procedure.